Manufacturer narrative:
A clinical investigation was performed. The pt's medical records were received and reviewed. It was noted that the pt had a history of non-compliance regarding his blood pressure medication and dialysis treatment. Per the fmc associate medical dir, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The actual device was returned for evaluation and determined to be functioning according to product specifications. There was no evidence of dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and complicated without any failures or problems. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt reported that he was currently in the hospital due to peritonitis. The pt previously reported having drain complications due to fibrin. The cause of the peritonitis was unk. During a follow-up call, the pd nurse reported that the pt was switching to in-center hemodialysis.